Event description:
It was reported during a laparoscopic hernia repair the surgeon inserted mesh through the trocar and the gasket of the 511sd trocar tore. The circulator pulled another trocar to complete the case. There was no consequence to the pt.